Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastric stimulation. It was reported the patient (pt) had experienced a loss of therapy; the pt stated they were having nausea, and was going to go to their family healthcare provider (hcp) today but the managing hcp wouldn't see them. The pt stated that they started having nausea for the past two weeks and it had been getting gradually worse, and they were throwing up. No one had checked their implantable neurostimulator (ins) for six years. The return of symptoms was reported to be gradual in nature, with no trauma/falls related to the event. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information received from the patient reports that the circumstances that led to the loss of therapy, gradually worsening nausea and vomiting was the patient had device since 1/8/2009 and had not been checked. The patient¿s doctor will not service device anymore. The patient nausea was on a regular basis and if the patient eat a large meal can throw up. The patient need to know status of battery and maybe have it turned up. Steps taken to resolved the issue was made phone calls to family doctor until the manufacturer check it. For now the patient was eating smaller meals and softer food. The patient reported that they thought their battery was ¿gone.¿ the patient clarified that they thought their battery was dead. The patient stated that they were dead in the water because they could not eat anything and could hardly drink anything. The patient had been on and off, they have not been feeling good. The patient was throwing up and noticed that it was undigested food coming up. It was noted that it was getting worse and even drinking fluids was nauseating. The patient was still slightly nauseated just getting out of bed and walking around. The patient was back to just eating chicken broth. In the past, the patient¿s healthcare provider was able to turn the device up via the phone with a manufacture representative. It was also noted that the patient had their device adjusted in 2011, in 2016 and "maybe one other time" because they were chronically nauseated. The last adjustment was (B)(6) of 2016 and they "cranked it up." The patient was told that their implant had a life expectancy of 1 to 2 years at this time so they believed their battery has indeed depleted. The patient was going to schedule a replacement. It was also noted that the patient had a surgery that was unrelated to their device. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.